Event description:
The pump was returned for investigation. Investigation revealed that the battery cap had stripped threads and did not secure tightly to the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 01/08/2014.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 01/07/2014 with the following findings: during investigation, a review of the pump history showed multiple power on resets had occurred. Evaluation revealed that the battery cap had stripped threads; the cap did not securely tighten securely to the pump and was spinning. Power loss was duplicated during testing. A test cap was able to securely tighten on to the pump. The test cap was used to perform the 24 hour test with no pump reboots occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).